Event description:
The customer reported that unit rebooted four times during a code. The battery in compartment "a" was not recognized. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that unit rebooted four times during a code. The battery in compartment "a" was not recognized. There was no report of negative pt impact. The device was evaluated by philips and a battery failure was confirmed. Philips confirmed that the battery failed to be recognized by the device. The battery was replaced which resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site. See scanned pages.